Event description:
Additional information was received from the customer which confirmed the event took place around the first week of may. The event (no image while connecting the 180 series scopes) occurred during preparation for use of a endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B3: the exact event date is unknown. The customer confirmed the event took place around the first week of may. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image was not shown on the 180 series scopes because of a printed circuit board set failure. Additionally, it¿s likely the flickering image occurred due to a receptacle failure. The final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a printed circuit board failure. Also, evaluation found there was dust inside the equipment and the image flickered intermittently due to a faulty receptacle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image while connecting the 180 series scopes. The issue was found during preparation for use for a therapeutic procedure, which was completed without delay with another device.. There were no reports of patient harm.